Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed a red rash under the lifevest. The patient was given a prescription from her physician. Patient was issued larger garments for the reported weight change. Patient reported that with the use of the medications that the irritation completely healed.